Manufacturer narrative:
G8 : 9617229-2022-08983. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient representative reported that the patient has been "suffering from significant pain and hardening since implantation" as well as capsular contracture, baker grade unknown. Patient representative later confirmed capsular contracture, baker grade IV and also reported "fear of alcl" and "mental impairment. This record relates to the right side. The device has been explanted.